Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On approximately (B)(6) 2025, the patient had an adverse event in which their son called 911. The patient was brought to the hospital. It is unknown how the cgm was functioning during this event as the patient could not recall event details and no other information was provided. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.